Event description:
It was reported a novum iq large volume pump failed to infuse and the alarm didn¿t trigger. During a phenylephrine infusion, the healthcare professional noted the medication was not dripping in the drip chamber. Additionally, the novum pump did not alarm that the pump stopped infusing. This led to a drop in the patient¿s blood pressure. The nurse removed the IV tubing set and swapped the pump out. The rate of the was dropped on the new pump and ran without incident. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.